Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The 21mm plus 30 mm proximal body implanted. Doctor wanted to remove real body so was done as described by technique. Surgeon was then unable to remove extraction instruments from real implant despite following protocol. Decision was made to then implant 29mm plus 30 body.